Event description:
It was reported that lead helix was unable to be extended while implanted. The lead was removed and helix required 70 additional turns to extend helix. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor and defib conductor were distorted. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), there was blood in/on the helix/lobe mechanism. Damaged at implant. Visual inspection notes that the helix will not extend or retract due to distal conductor distortion within the connector.